Manufacturer narrative:
The device involved in the reported incident was not returned for evaluation. No failure analysis could be performed. The root cause could not be determined. Linked to mfg report number: 9615741-2018-00109.

Event description:
1 of 2 reports. It was reported by an or coordinator that on (B)(6) 2018, two hallu-lock trays and a qwix tray were noted to have brown markings on the towels surrounding it.. The outer paper showed no signs of brown markings. Initially, conclusions for the cause of this went from dirty trays/rusted equipment to poor water in the autoclave/overheating and burn marks left perhaps from standing water in the trays after washing. After further discussions and research, including asking other hospital's spds, they think that there was a water quality combined with older versions of autoclaves that was most likely the cause of the brown markings. There was no patient involvement. An additional information was received on (B)(6) 2018 from the sales representative stating that the customer definitely thinks that the cause of the failure was their autoclave.